Manufacturer narrative:
Manufacturer's investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. The relevant sections of the device history records for mlp-013579 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2019.

Event description:
It was reported that the patient was presented with a driveline infection on (B)(6) 2020. The wound culture from driveline site showed pseudomonas aeruginosa. The patient had driveline debridement completed on (B)(6) 2020. Infectious disease was consulted and it was recommended for the treatment of 6 weeks of IV antibiotics with 2 grams of cefepime every 8 hours. The course was completed and a specific stop date was not documented. Patient was discharged home on (B)(6) 2020 with home health. As of (B)(6) 2020, the driveline was intact and incorporated and a hypertrophic ring was present (silver nitrate was applied) and there was scant purulent drainage with no odor.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was admitted for cellulitis around the driveline site on (B)(6) 2020. The wound culture was positive for pseudomonas. The patient had angioedema reaction after IV antibiotics on (B)(6) 2020, and the patient was being medicated with IV benadryl. Infectious disease (ID) was consulted and planned the driveline debridement for (B)(6) 2020. ID changed patient to cefepime on (B)(6) 2020. The patient was hypervolemic and was treated with lasix.